Event description:
During the unpacking of a ureteral stent in preparation for a therapeutic ureteral drainage procedure, the pigtail loop of the ureteral stent had detached. The procedrue was completed with another device.